Event description:
It was reported that catheter entrapment occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon catheter was stuck with a non-boston scientific guidewire. The catheter and the guidewire were removed as a single unit and no damage was observed on the device. The procedure was completed with a different device. There were no patient complications reported.